Manufacturer narrative:
Complaint device not returned for analyzing. Data log reviewed: no mc spike observed outside of p-level changes. Ps was observed to be trending down. Placement signal alarms observed followed by impella position in ventricle/ aorta at p-9 in the first hour of support after insertion. Purge pressure spike observed followed by many suctions at p-3. Drop in flow observed at -p4 to the end of cp support clinical stated: bedside echo performed to try to determine source of hemolysis. Impella free floating mid lv and free of all structures. Patient receiving multiple blood products, ffp, plasma, rbcs. Multiple amps bicarbonate. Red urine noted. Concern for dic. Good position confirmed. Patient was severely acidotic and was chasing bleeding. Hemolysis was not from the pump. Hemolysis: the cause of the hemolysis issue most likely was due patient condition since patient was severely acidotic and was chasing bleeding. Low pump flow: failure mode low pump flow added based on the observation from complaint pump log review. The cause of the low pump flow issue was most likely patient condition related since patient was severely acidotic, cardiac output was less than the minimum and unable to achieve adequate blood volume to the left side to achieve adequate flow.

Manufacturer narrative:
Additional information was received and noted the patient was severely acidotic and was chasing bleeding. The local staff and team understood the patient would probably not survive. Minimum cardiac output patient needed was at least 4.1 l/min and was unable to be achieved; unable to get the volume to the left side to achieve adequate flows and patient¿s lactate continued to rise. Medical safety officer reviewed the event and determined the patient on bipella support developed hemolysis. Attempt made to determine the source for the hemolysis; no further information noted. The patient critically ill, expires after approximately eight hours after start of impellas mechanical circulatory support. With the inability to dissociate, the demise is to be filed against the impella cp (which was the first implant) and impella impella rp flex is a serious injury which is reported under manufacturing report number 1220648-2025-29109. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock was implanted with an impella cp and rp flex devices for mechanical circulatory bipella support and developed hemolysis requiring intervention. The patient would subsequently expire. The patient came out of the operating room post coronary artery bypass graft surgery on two to three vasopressors/inotropes. Over the next two hours, the patient continued to decompensate requiring increasing inotropic support with worsening blood gases. The decision made to bring patient to catheterization lab for impella placement in the setting of worsening post-cardiotomy cardiogenic shock. The impella cp device was implanted and followed by the impella rp flex approximately 45 minutes later placed in the setting of cardiopulmonary resuscitation. The patient was stabilized and transported to unit in critical condition following 30min of advanced cardiac life support. However, post impellas implant the patient developed hemolysis. A bedside echocardiogram was performed to try to determine source of hemolysis. The impella cp was noted to be free floating mid left ventricle and free of all structures. The patient received multiple blood products: fresh frozen plasma, and red blood cells. However approximately six hours later, the patient expired.